Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device's defib output was out of specification and the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of the device's defib output was out of specification? Was observed during review of the device data logs. The device was put through extensive testing including running daily, weekly, and monthly self tests, full functional testing, and stress testing without duplicating the report. An internal inspection found no discrepancies. The main board and capacitors were replaced as a precaution. The customer's report of the device did not detect the attached electrode pads was not replicated or confirmed. A review of the device log shows no indication of a device malfunction, but that the user did not have pads connected to the unit. The reported error is an expected prompt when no pads are attached to the unit. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.